Event description:
It was reported that an infection occurred. There was reported swelling with possible drainage at the implant site and was started on oral antibiotics. The implantable cardioverter defibrillator (ICD) system remains in service. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 439888 implantable pacing lead implanted: (B)(6) 2013; 407645 implantable pacing lead implanted: (B)(6) 2013; 6947m55 implantable tachy lead implanted: (B)(6) 2013. (B)(4).